Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
The doctor started using the stapler which worked then immediately it jammed and not stapling anymore. A new set was opened to finish the procedure.

Event description:
The doctor started using the stapler which worked then immediately it jammed and not stapling anymore. A new set was opened to finish the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 19 staples remaining in the cover block, indicating that at least 16 staples were fired by the user. The trigger was returned partially engaged. Signs of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first three staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Manual realignment of the staples was attempted; however, the staples could not be realigned. No defects or anomalies were observed with the device. It could not be determined what exactly caused the first three staples to misalign. The returned sample was manufactured prior to the corrective actions implemented to address this issue a nonconformance. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was closed on (B)(6) 2022. The returned sample was manufactured prior to these corrective actions. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled, and an excess buildup of biological material was observed in the device. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The returned sample was manufactured prior to the corrective actions implemented to address this issue in a nonconformance. Teleflex will continue to monitor and trend on complaints of this nature.